Event description:
The report from the affiliate indicated that: a patient was undergoing a procedure to a calcified and tortuous proximal rca with 90% preprocedure stenosis. The lesion was de novo, calcified and tortuous with no pre-existing clot. Qca and ivus were not done. The site was predilated with an aqua 3.0x20mm balloon at 8atm. The 3.5x33mm cypher stent was not deployed, and when it was being removed the proximal struts reportedly flared open and hooked onto the guiding catheter. There was no patient injury. Timi flow was 3 procedure; stenosis was 0% postprocedure. The site was not postdilated. Act was not measured. Aggrastat was used postprocedure. There is no information on pre or intraprocedure medications.

Manufacturer narrative:
Please note that this device (i0605020) is distributed outside the united states; however, it is similar to the united states product. The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.